Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic salpingo-oopherectomy case, the jaws of the device would not re-open while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove the device from the tissue. There was no patient injury.